Manufacturer narrative:
Alleged failure: burn on insulation at shaft. Confirmed failure: burn on insulation at shaft. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Initial MDR was filed with incorrect awareness date. Awareness date has been updated.

Event description:
It was reported that the insulation had been compromised.